Event description:
The pt was implanted with a left ventricular assist device (lvad). The bio-med reported that the pt's system controller went into the "back-up mode" and that there were several low voltage alarms over the course of two weeks. The alarms only occurred while connected to the power module; however, there were no alarms when connected to batteries. Chest x-rays revealed a section of the driveline approx 9 inches from the exit site and it was reported that the shielding was thin. The hospital contacted the MFR and requested that an external percutaneous lead exchange to be performed by the MFR's technical services. Add'l info received reported that during the technician's visit, the phase interrupt fixture confirmed that there was an open wire condition in the percutaneous lead. During the process of replacing the percutaneous lead distal end, it was reported that fluid began leaking out from underneath the percutaneous jacket. A decision was made to stop the procedure. The doctor later decided to exchange the pump.

Manufacturer narrative:
The attached user facility report # (B)(4), was received from the (B)(6) registry. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.